Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had failed battery alarm. The customer¿s current blood glucose level was 300 mg/dl at time of incident. The customer was treated with manual syringe. The customer declined troubleshooting for high blood glucose. It was reported that the insulin pump was broken on the battery compartment. It was reported that the cap came off without the part that was screwed in, and was unable to remove the piece that had stayed in the insulin pump and the insulin pump was alarming battery failed test. The customer was advised to discontinue use of pump and refer to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, stop current test and run current test, however insulin pump had corroded battery tube. Device had broken battery cap inside the battery tube, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, minor scratched display window, missing end cap sticker and stained address number label.